Event description:
It was reported that in the past the device had "come loose" and flipped in the pocket. The device tracking system shows the device was replaced. Further info is being requested from the hcp.